Event description:
On (B)(6) 2013, the pt underwent a permanent implant procedure, the pt began bleeding after the lead accessory was inserted and removed from the incision. In turn, flo seal was placed in the wound to subside the bleeding. As a result, the procedure was abandoned and there was no adverse outcome due to the bleeding.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.